Event description:
Additional information indicates that surgical intervention was not undertaken on the lead. Additionally, it was reported that the extensions migrated and the ipg was flipping in the pocket. As a result, the ipg was repositioned and the extensions were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the entire lead. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.